Event description:
The MFR received info alleging a ventilator was continuously alarming for a "service required" message. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's sensor pca and active exhalation module were replaced to correct the issue.